Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The patients weight is approximately 170lbs. Diagnostics included: impedance check, which showed all 16 electrodes to be >40k, a lead connection check (all out at the header block), and unsuccessful programming to further confirm that the patient was not feeling any stimulation. The hcp was notified of the issues, and plans to bring the patient back in at a later date for further examination of the system under fluoroscopy. At that time the hcp will determine if a lead revision is indicated. Currently, there is not one planned. At this time, no cause for the out of range impedance¿s is known. The patients reports no falls or traumatic events that would have contributed to the problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller indicated that the patient reported that they couldn't turn stimulation up using the patient controller. The caller indicated that the patient noticed that they couldn't turn stim up at least one month ago. The caller met with the patient on (B)(6) 2021 and found that the impedance values for every electrode pair was >40000ohms. The caller asked about potential causes for high impedance values. The issue was not resolved through troubleshooting. Tss reviewed information about impedances. The caller will follow-up with the patient and hcp.